Manufacturer narrative:
Visual inspection performed on july, the 26th 2016 by the r&d project manager: confirmed what mentioned in the preliminary investigation. The problem was caused by a mismatching between the inner shaft of the inserter and the cage in the operating theater. In fact, it is possible to insert the inner shaft for 2mm without friction and than it's possible to complete the assembling but with an higher friction. It is not possible to mount the go gauge m4 into the implant. After a deeper analysis of the implant thread with a optical machine, it is visible the presence of wearing titanium coating particle into the implant thread. This have caused the impossibility of mounting the inner shaft into the implant. A mismatching between the inner shaft of the inserter and the cage have caused a delamination of the coating on the cage due to the multiple contact between the coated surface and the outer shaft of the posterior inserter. This event have generated the particle that are visible into the m4 thread and that completly avoid the instrument assembling. The implant interface (m4 thread) was checked by medacta with a go gauge m4 at 100% after the milling process and 100% after the coating process. For this reason the m4 thread is not compromised by the wearing coating particle until the manipulation and assembling with the inner shaft in the operating theater.

Manufacturer narrative:
Additional information received on 20 june 2016 and includes: instrument lot not identified (mectalif assy inner shaft short, code 03.22.10.0070). The instrument will not be returned. The complaint implant only will be shipped to medacta international. The surgeon completed the surgery with that instrument. Batch review performed on 05 july 2016. Lot 153204: (B)(4) items manufactured and released on 07 october 2015. Expiration date: 2020-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 07 july 2016 the r&d project manager performed a preliminary investigation and commented as follows: according to the pictures received, it seems that there is a problem of mismatching between the inner shaft of the inserter and the cage. The delamination of the coating on the cage is due to the multiple contact between the coated and the outer shaft of the posterior inserter due to the not correct assembling. After the event, the nurse tried to mount the same lot of cage with the same instrument without any issue. This confirm the previous statement about the not correct assembling between cage and inserter. Not yet received.

Event description:
When the nurse inserted the tipeek posterior cage into the inner shaft, it was not able to completely insert the cage. It was unknown whether the cage thread was deformed at that time. The nurse replaced it with a new one and the surgery was completed successfully. Pieces are available for investigation.